Event description:
Malfunction alarm was reported for a pump in denmark, with no notable events occurring beforehand. Blood glucose level impact was unknown as the customer declined to provide information, and no specific values were reported. Pump was replaced under warranty, and the customer was informed of the necessary actions, including instructions for returning the pump to tandem. Further backup therapy details were not disclosed by the customer.